Manufacturer narrative:
The complainant reported that the device was not used past its expiration date.

Event description:
It was reported to boston scientific corporation that the general surgeon had removed the patient's appendix in an attempt to resolve the patient's pain, because he felt the pain may have been related to appendicitis. However, the removed appendix did not show signs of inflammation, and the patient's pain did not resolve following the appendectomy. Therefore, it was determined that the appendix was not the cause of the patient's pain.

Manufacturer narrative:
'Describe event or problem' was updated with additional information.

Event description:
This report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2011-03243 pertains to the other device. It was reported to boston scientific corporation that a pinnacle anterior/apical pelvic floor repair kit was implanted during an anterior repair and sacrospinous fixation in (B)(6)2011. There were no complications to the patient and the patient was prescribed oral pain medication for one week post procedure. In (B)(6) 2011, the patient presented with pain in the lower abdomen near the appendix. The implanting physician performed an exploratory procedure to release the mesh arms and injected the area with marcaine and kenalog (administered dosage unknown). The areas of implantation appeared normal but the patient experienced bleeding that was resolved during the procedure. The physician found no problems within the patient and prescribed oral pain medication (exact type unknown) for another week. The patient was then referred to a general surgeon and found to have an inflamed appendix. The surgeon performed an appendectomy (exact date unknown) and prescribed more pain medication (exact type and duration unknown). The patient returned to the implanting physician on (B)(6) 2011, requesting that the pinnacle mesh be removed. The patient continues to experience pain in the right lower quadrant of the pelvis near mcburney's point. The physician does not plan on removing the devices and does not believe the pain is related to the implant. The patient reportedly consulted with another physician who agreed that the pain is not device related.